Manufacturer narrative:
The additional devices referenced in b5 are filed under separate report numbers. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left circumflex (lcx) with 60% stenosis, heavy calcification and moderate tortuosity. The 2.5x15mm xience skypoint was advanced with the aid of a guide extension catheter; however, the stent dislodged from the balloon and moved proximally up the guide catheter. The physician believes the stent got caught on the joint where the guide extension catheter attaches to the guide catheter. The delivery system was removed with the stent device still somehow attached to the guide catheter. The 2.25x15mm xience skypoint stent delivery system (sds) was advanced but failed to cross due to the anatomy. A 2.5x15mm xience skypoint sds was attempted to advance but still failed to cross due to the anatomy. The procedure was completed without using a stent and left alone after ballooning. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent dislodged from the stent delivery system (sds) during advancement through a guide catheter. The user stated that the dislodgement was likely due to interaction with a joint of the guide catheter. Analysis of the returned device confirmed the stent dislodgement, noted deformation on the distal end of the stent, and bunching on the proximal end of the balloon. These types of damages are consistent with advancement against resistance. It is likely that manipulation of the sds, when resistance with the guide catheter was encountered, resulted in the noted damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.